Event description:
A malfunction was reported when a pump fell on the floor, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the process, ensuring the malfunction code did not recur.